Event description:
The pt reported his insulin infusion set tubing separated near the luer lock. He stated he discovered that after this he had an elevated blood glucose reading in the high 300's mg/dl. He said his normal range is 120-140 mg/dl. He stated his symptom was nausea and he corrected his reading by changing his infusion set and bolusing insulin. He said he discarded the infusion set at issue and does not have the lot number or expiration date. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.